Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The reported malfunction has not been previously reported to have caused a serious injury, and no serious injury occurred. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon can not determine reason for tight flexion relative to extension gap. It appears that there was more metal on the posterior implant compared to the instrumentation.